Event description:
When measuring on the blood gas analyzer abl825 a negative bias on ph measurement was seen. This wrong measurement was caused by small clot is placed under the ph electrode without any error or instability message on the ph.